Event description:
The patient reported that for 2 days they have been unable to charge the implantable neurostimulator (ins) and yesterday they began to feel their tremor. Agent asked the patient if they felt like something was wrong with the wireless recharger (wr) that was preventing them from being able to charge the ins, but the patient said nothing was wrong with the wr. The patient stated that the last time they checked the ins charge level it just said "too low." During the call, agent had the patient open the dbs therapy app to check the ins charge level, but the communicator was not pairing with the handset. The patient eventually got the communicator to pair with the handset and saw 'low battery. Recharge your neurostimulator battery to prevent future loss of therapy.' The patient then saw a screen that showed them their therapy was off. The patient turned therapy on and could see the ins charge level was 25%. Even though therapy was turned on, the patient said they still felt their tremor. Agent had the patient open the recharger app which also showed the ins charge level was 25%, therapy was on, and the wr had an excellent connection with the ins. Agent advised the patient to monitor the ins charge level with the recharger app as they use the wr to charge the ins. The patient stated that they wanted to get someone to help them with their tremor. Agent redirected the patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were with the patient and receiving a 1402 code on the recharger. The patient had difficulty charging for the last week where they charged one night for 1 hour and 45 minutes, and it wouldn¿t increase past 25%. The rep was able to interrogate the implant with the tablet without any issue which showed the implant was at 25% with them having charging sessions of 38, 40, and 20 minutes. During the call the patient¿s communicator was turned on so it was turned off and they only tried using recharger which showed an excellent connection with no error message. It was reviewed to use one app/external device at a time.

Manufacturer narrative:
Section d10 references: product ID: wr9200, lot# serial#:(B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the neurostimulator turning off was due to a suspected faulty charging connection. The issue was resolved after the patient was seen in clinic and adjustments were made with better tremor control.